Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's father called to request a replacement pod due to the patient's pod falling off the infusion site. Patient's blood glucose levels rose above 250 mg/dl while wearing the pod on the arm for between 24 and 36 hours.

Manufacturer narrative:
Upon further investigation, the patient provided a different lot number than was reported and noted on the initial MDR. Correction to section: d1 - brand name. D4 - model #. D4 - lot #. D4 - catalog #. D4 - expiration date. D4 - primary UDI number. H4 - device mfg date.